Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. (B)(4). Post market vigilance (pmv) received one endo gia* tri-staple rr 60mm et reload opened by the account without the packaging material. The visual inspection of the returned product noted the reload had a full complement of staples and the sutures and the reinforcement material were intact. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument (0172) for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. The reload was loaded onto the powered handle. Pushed the blue button and tried to close the jaws, however, the jaws were unable to be closed. But the jaws were articulated on their own, then the device did not react. Removed the adapter and re-inserted the battery, however, click sounds were heard. The handle indicator was flashed and the status indicators were illuminated blue. The event occurred during the procedure but the product was not used for the patient. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.